Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd hypoint¿ needle had leakage issues. The following information was provided by the initial reporter: "...the solution dipped into the cap...".

Event description:
It was reported bd hypoint¿ needle had leakage issues. The following information was provided by the initial reporter: "...the solution dipped into the cap..."

Manufacturer narrative:
H6: investigation summary: the customer issued a complaint for bent, short needle and leak detected during customer usage. No samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Bent needle was observed from the returned photo. The needle when compared to the hub length appears shorter than expected. This information with that of the customer who states ¿the needle is shorter¿ suggests that the needle is short. Returned photos are unclear to identify a root cause. In relation to ¿solution dipped into the cap¿ we do not understand issue and this cannot be evaluated and no root cause can be assigned. H3 other text : see h10.

Event description:
It was reported bd hypoint¿ needle had leakage issues. The following information was provided by the initial reporter: "...the solution dipped into the cap..."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 20-may-2022 h6: investigation summary sample was received for evaluation 20-may-2022. The returned sample was observed with bent & broken needle. A leak test was completed and no leak was identified. The cause of the broken needle could not be determined from the sample. The existing control plan is capable of removing non conforming parts. Action has already been implemented for bent needle. The affected batch are produced in 04-oct-20 actions implemented in 09-oct-20. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by customer. The reported condition has been confirmed to be within the specified acceptable quality level (aql¿s) defined in the applicable specification. As a consequence, bdm-ps will not define corrective actions following the investigation of this complaint. However, this complaint is registered in bd complaint system for future review in subsequent customer complaint investigation.